Manufacturer narrative:
Product event summary: it could not be confirmed that the programmer was unresponsive to the stylus, but it was confirmed that the cursor would drift away from the stylus when the programmer was left powered on overnight. It was also found that the power supply was noisy.

Event description:
It was reported that the programmer's touchscreen was unresponsive to the stylus. The programmer has been returned to service. There was no patient involvement.